Manufacturer narrative:
(B)(4). During an av nodal reentrant tachycardia procedure it was reported the cool flow pump continued to run after the bubble alarm was triggered due to the saline bottle was running on empty. The procedure was completed without any patient's consequence. Additional information provided from the onsite field service engineer stated the issue was unable to be duplicated. It was verified the pump stopped after 3 seconds the bubble error occurred. The customer's complaint could not be confirmed. During unit service, the unit had bubble detector self test failure and air bubble detected alarm which was caused by the defective sensors. This was resolved after the sensors were replaced. Calibration procedure and cool flow pump final test procedure were performed and the unit was operating within specifications. The defective sensors did not contribute to the pump unable to stop after the bubble error occurred. It was verified the pump stopped after 3 seconds the bubble error occurred. The defective sensors were not related to the issue reported by the customer complaint. The device history record for coolflow pump serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
During an av nodal re-entrant tachycardia procedure it was reported the cool flow pump continued to run after the bubble alarm was triggered due to the saline bottle was running on empty. The procedure was completed without any patient's consequence. Additional information provided from the onsite field service engineer stated the issue was not unable to be duplicated. It was verified the pump stopped after 3 seconds the bubble error occurred.

Manufacturer narrative:
(B)(4).